Manufacturer narrative:
Summary of eval: the eval results suggest that this event is not device related but rather would be attributed to pt related factors.

Event description:
Five months after the surgery, the proximal screw was found broken. December 1996, bone healing was achieved. According to the reporter, the broken screw is still implanted.